Event description:
As reported by the user facility: event description: customer states, "the pump was infusing unk medication to maintain blood sugar. The volume to be infused was programmed, when the pump finished the programmed volume it alarmed. The pump only alarmed once and the staff did not hear it. The pump then switched the infusion rate to a kvo, it wasn't noticed until 30 minutes after the pump alarmed, the pump only alarmed once. The nurse took a blood sugar from the baby and it was 10 mg/dl and normal is 40 mg/dl. The baby was given a counteraction agent." Infant was admitted for respiratory distress, lga.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is ongoing at this time. In a follow up with the nurse, she confirmed that the baby was doing okay. A follow up report will be provided after the inspection results become available. (B)(4).